Event description:
See intial report

Manufacturer narrative:
The pump sheet was not available for investigation. The complained revolution pump has been received at livanova for investigation. Visual inspection revealed that there was no damage to the component, nor any kind of non-conforming material. The revolution pump was returned connected with a piece of the inlet and outlet tubing. The returned component was received cleaned without any presence of blood. A subsequent simulated use testing has been carried out to evaluate the functionality of the device. The circuit was set up and primed as recommended by IFU's of product with pump tubing connections. A flow sensor was connected to the scp system and placed on the tubing system at the inlet of the complained component, while another flow sensor was placed on the tubing at the outlet connector of the device, to monitor the flow through the disposable. Once completed the debubbling operation (duration about 2 minutes), the pump was placed on the drive unit and the pump speed was slowly increased up from 5 to 8 lpm (approximately from 900 to 1360 rpms), while checking for anomalies. No emission of vibrating noise took place and no formation of air bubbles were noticed. The flow at the outlet of revolution pump was confirmed to be the same as the one entering the device, at all flows tested. The issue was not reproduced. The design history review (DHR) was performed and highlighted that the involved lot was released as conforming according to specifications. The complaint database review didn¿t identify any adverse trend on similar issues. No other similar complaint has been recorded for the same lot of either the revolution or pts pack. Therefore, it can be considered as an isolated case. Based on the above facts, it cannot be ruled out that the most likely root cause of the reported event could be traced back to a possible clotting phenomenon activation through the circuit which caused the restricted blood flow rate. The biological deposits reasonably caused the partial occlusion of one or more circuit elements, thus reducing the open surface for blood flow. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sorin group italia received a report that, during a procedure, pump flow suddenly stopped. Backflow alarm went off. No erc was in use. The operator did modify the rpm. The medical team initiated the handcranking to separate the cardiopulmonary bypass. The disposable was replaced and cpb was resumed without further incident. There is no report of any a patient injury. According to information, the patient has large body factor, was very sick and required large amounts of vasopressors.

Manufacturer narrative:
No patient information has been provided. The revolution centrifugal blood pump with pc coating is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the pump was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The involved revolution centrifugal blood pump with pc coating is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone pump (catalog number 050300700) is also registered in the USA (510(k) number: k190650). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the pump was assembled. Sorin group italia manufactures the revolution centrifugal blood pump with pc coating. The incident occurred in united states. According to follow up with the customer change out took 2 minutes during which the patient was producing some cardiac output. The patient came to surgery in critical and unstable condition. He left surgery and remains in that condition. Post oxygenator arterial line resistance presented the resistance when the pump flow stopped. According to medical assessment, vasopressor (drugs to reduce the pressure) were most likely administered to manage the hypertension of the patient. Device has been received in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.